Event description:
The user reported the battery backup system was not working properly. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.